Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not have adequate coverage, the patient only felt therapy in his ribs. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead. The new lead was implanted lower level addressing the issue. Reportedly, therapy was restored post op.